Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's speech scores with the device decreased between 3 and 6 months post implantation. At 1 year post-implantation, speech scores were not improved. It was recommended to provide the patient with different maps that could allow him to adjust to different sensitivities brought on by his medical condition. Patient was seen in (B)(6) 2017; with the new maps the patient's speech score increased. It was reported in october 2017 that in situ testing showed additional affected channels.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Furthermore, unrelated medical reasons, e.g. Diabetes and a heart condition might have contributed to the lack of benefit. Other damages found during investigation are likely related to the removal surgery. This is a final report.

Event description:
The recipient's speech scores with the device decreased between 3 and 6 months post implantation. At 1 year post-implantation, speech scores had not improved. It was recommended to provide the recipient with different maps that could allow him to adjust to different sensitivities brought on by his medical condition. Recipient was seen in (B)(6) 2017; with the new maps the recipient's speech score had increased. It was reported in (B)(6) 2017 that in situ testing showed additional affected channels. The recipient was seen in october and he only has a 'jet engine' type of noise with the device. The recipient was re-implanted.